Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during a revision of a taylor spatial frame, the bolt on the bar clamp wouldn't sufficiently tighten. The revision was not as a result of the issue with the bolt. There was a change in surgical technique due to this malfunction, the surgeon used a connection plate and threaded rod to stabilize the frame. No delay reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical investigation concluded that after three requests, no relevant clinical information, operative report or the device were provided to determine a root cause of the reported issue. Per the report, the bolt on the bar clamp would not sufficiency tighten during the revision. However, the issue with the bolt was not the reason for the revision. Per communications, it was the surgeon¿s decision to change the surgical technique due to the malfunction, by using a connection plate and threaded rod to stabilize the frame. Since there was no reported delay, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.